Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The instrument´s black rim around the metal plate is worn. No adverse patient consequences, no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument´s black rim around the metal plate is worn. Cssd will not reprocess it any longer. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the bottom black border of the device was stripped. In addition, a deformation of the metal around the stripped plastic was observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune impaction handle would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 100 pcs 2) date of manufacture: 3/2/2020 3) any anomalies or deviations identified in DHR: no anomalies or deviations identified in DHR 4) expiry date: n/a 5) IFU reference: 090200836 rev g device history review 1) quantity manufactured: 100 pcs 2) date of manufacture: 3/2/2020 3) any anomalies or deviations identified in DHR: no anomalies or deviations identified in DHR 4) expiry date: n/a 5) IFU reference: 090200836 rev g.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: did this event occur during a procedure? No.